Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that leaking IV fluids. Fluid was rapidly being ejected from the IV pump. Removed tubing from pump and found fluid squirting from IV tubing at proximal blue section the portion of IV tubing which is inserted into the pump.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.